Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported holes in shipping box of cycler set cassette received by the patient. The lot number and date of shipment received were unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up it was confirmed that the cassette was discarded and is not available for return for physical evaluation by the manufacturer. Additional information was requested however was unknown.

Manufacturer narrative:
Corrected information: upon further review of this file it was determined the event submitted in MDR with MFR 8030665-2022-00465 does not represent a reportable event, as there is no allegation or objective evidence indicating a reportable malfunction, serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. No further updates will be made on MFR 8030665-2022-00465.

Event description:
A patient contact reported holes in shipping box of cycler set cassette received by the patient. The lot number and date of shipment received were unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up it was confirmed that the cassette was discarded and is not available for return for physical evaluation by the manufacturer. Additional information was requested however was unknown.